Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: (right) 800cc mentor memorygel breast implant, catalog: 3508004bc, lot: 6843586, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with two 800cc mentor memorygel breast implants, suffered right breast implant rupture, post-operatively. As a result, the patient underwent bilateral implant explantation without replacements on (B)(6) 2020. Upon removal of the right implant, it was also discovered that the tab on the back of the device was completely disconnected. The explanting doctor sent the implant to pathology.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following information: the patient also had a breast mass within the chest wall. The pathology report exhibited negative results for neoplasm for the skin and subcutaneous tissue designated from the left chest wall, soft tissue from the left breast, excision from the left chest wall nodule, left breast implant, and portion of the skin and subcutaneous tissue designated from the right breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: upon visual inspection of the image, the patch was observed separated of the implant. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot, however since this is an unusual failure a manufacturing site investigation will be performed. Mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, mentor became aware that the patient also suffered recurrent left breast cancer. Mentor also became aware that it was erroneously stated in the initial report that the right breast implant rupture, however; the correct breast implant that ruptured was the left side. Manufacturer¿s reference number: (B)(4).